Event description:
A mother reported her daughter broke her collarbone and a quarter-tubular plate with collar, 7 holes was implanted. Pt complained of shoulder pain about 3 months post implant and an x-ray taken showed the plate broken. The hardware was removed.

Manufacturer narrative:
Additional info has been requested. Investigation is ongoing, no conclusion could be drawn. No device was returned for investigation. Review of the manufacturing records for this specific lot number has been requested.